Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the tip of the permanent cautery spatula instrument was broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that a small piece of the ceramic sleeve located at the distal end broke off. The broken fragment was not returned with the instrument. Failure analysis concluded that damage was likely due to mishandling.